Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical doctor and expert in treatments with the ultrapulse laser evaluated the reported event details and patient photographs concluding, "it is my opinion that the patient most likely had a yeast infection which was not covered by her antibiotics. In addition, the antibiotic regimen used by the treating physician is below the standard of care and not what I or any other published report recommends. Finally, the treatment parameters are very excessive and are not fractionated resurfacing parameters by complete facial resurfacing parameters. Of note is that once the "fissures" formed, the patient was placed on my recommended and more appropriate antibiotics, diflucan, cipro and valacyclovir. My prediction is that the patient will heal well and require ipl and/or pdl treatments to limit and or prevent and/or treat hypertrophic scaring. The patient may also need to be treated with il tmc/5%5fu to any impending scars". This event is being reported because the patient is expected to require medical intervention to preclude permanent impairment as a result of the treatment.

Event description:
It was reported by a user facility that a patient sustained fissures and erosions on the chin following treatment with a lumenis ultrapulse laser. The patient was reported to have been prescribed acyclovir, keflex and aquaphor.